Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 520 mg/dl with symptoms of drowsiness, excess thirst, and excess urination. The reporter stated that the patient visited an emergency room and was treated with insulin via injection and intravenous fluids. The reporter stated that the pump had an intermittent vibration issue. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of an intermittent vibration issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/15/2017 with the following findings: the complaint could not be duplicated or confirmed during investigation. The pump powered on to a continuous call-service 0069 alarm; vibratory and audio alerts were functional. Unrelated to the complaint, the eeprom component was found to have failed.